Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported blood glucose results of 238 mg/dl, 287 mg/dl, and 139 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.